Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead became dislodged. During replacement an insulation anomaly was noted. The patient's condition is fine after the event.

Manufacturer narrative:
External insulation abrasion was found at 7.0 - 9.9 cm, 16.5 - 18.7 cm and 21.4 - 22.6 cm from the connector pin consistent with lead friction to the device can. The ptfe tubing around the inner coil was breached at 16.5 - 18.2 cm from the connector pin and the etfe coating on one re cable was abraded and some filars were melted at the same location. Internal abrasion with exposed rv cables was noted under the rv coil at 59.5 - 60.6 cm from the connector pin. Intact lumen to inner coil and etfe coating on the cables was noted.